Event description:
The medical affairs specialist (mas) has reviewed the customer care advocate (cca) documentation. The patient's one touch ultralink meter reportedly was not powering on. The patient indicated that she was sweating, which started before the power issue occurred. She claimed that right after the meter did not run on, she administered self-treatment with food/drink. She did not test on any other device and did not received any other forms of treatment. This complaint is being ruled out as MDR-reportable due to the following conclusions: the product did not cause of contribute to an adverse event, because the patient's symptoms started before the power issue. However, this complaint is being reported due to the unresolved power issue. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.